Event description:
During a ureteroscopy, when the physician attempted to open the basket to capture a stone, they found one of the basket wires was broken. Another basket was used to successfully complete the procedure and there were no reported pt complications. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number.